Manufacturer narrative:
H10:h3, h6: one 72202597 twinfix ultra ha 4.5 w/2 ub has been returned for evaluation. The information provided states: ¿during a shoulder procedure, when the package was open, the anchor of the twinfix was found broken¿. Visual assessment showed device was used in treatment. Human matter was found on the anchor. The top of the anchor was found chipped. The sutures were cut. The instructions for use state: ¿breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Manufacturer narrative:
One twinfix ultra ha 4.5 w/2 ub has been returned for evaluation. The information provided states: ¿during a shoulder procedure, when the package was open, the anchor of the twinfix was found broken.¿ visual assessment showed device was used in treatment. Human matter was found on the anchor. The top of the anchor was found chipped. The sutures were cut. The instructions for use state: ¿breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Event description:
It was reported that during a shoulder procedure, when the package was open, the anchor of the twinfix was found broken. The product was not used in the patient and a backup device was open to complete the procedure with no significant delay or patient injuries. Results of the investigation have concluded that "visual assessment showed device was used in treatment. Human matter was found on the anchor. The top of the anchor was found chipped." Which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.